Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the report field events of noise and output anomaly were confirmed after reviewing data recorded by the device. The device was tested on the bench and using automated test equipment and the device was found to be normal. The cause of the noise and over current detection alert recorded by the device to have been due to a lead anomaly.

Event description:
It was reported upon interrogation output anomaly, low lead impedance, and noise that led to inappropriate therapy were noted. The device was explanted.